Event description:
It was reported that the external pulse generator's display remained on after the generator itself was powered down. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper and lower cases were broken, the ring cover and both bail covers were broken, the battery contacts were compressed, the keyboard was scratched, the main pcb was corroded and the serial number label was damaged. Further analysis was performed on the main pcb. This analysis found that an integrated circuit component failure caused the reported event. (B)(4).